Manufacturer narrative:
An event of device migration and residual shunt (leak) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluders was selected for implant on (B)(6) 2023 using a 14f amplatzer torqvue 45x45 delivery sheath. The dimensions of the left atrial appendage were noted as a 24-27mm orifice, 21-28mm landing zone, and a depth of 23mm on tee and angio. Left atrial pressure at the time of procedure was 7. Fluid was given when the left atrial pressure was observed as low. A tension test was performed and the close criteria were satisfied. The device was successfully implanted. On 11 january 2024, during a CT review, it was noted that the device migrated and a leak was present. The patient status was stable. The patient did not experience any clinical signs or symptoms.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.